Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion and chronic pain. After suffering episodes of sepsis and chronic pain, the mesh was removed along with the patient's rectum. The patient now has a permanent colostomy. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.